Manufacturer narrative:
(B)(4). Concomitant medical product: all poly patella, catalog #: 00597206535, lot #: unk, unknown tibial with spacer, catalog #: unk, lot #: unk, unknown bearing, catalog #: unk, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. A supplemental will be filed once the investigation is complete. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06382, 0001822565-2018-06383, 0001822565-2018-06385. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent a left total knee arthroplasty. Subsequently, patient is experiencing a pinching sensation and clicking noise affecting patient's gait and balance.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: medical product updates: femoral, lot #: 00104369 tibial tray, lot #: 60462316 patella, lot #: 60584545 after receipt of additional information, it has been determined that 0001822565-2018-06383 was reported under incorrect MFR#. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No device or medical records received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.